Event description:
Ureteral stent in place in kidney at the time of separation. Radiopaque band separated from the sheath and was caught in the tract between the skin and the kidney. Radiopaque band was retrieved by advancing a balloon catheter to the site, snagging the band, inflating and removing.